Manufacturer narrative:
One photo was received for investigation. It is observed two(2) needles with their components (needle, stylet, and shield), one of the needles has a light grey (translucent) handle and the other is a solid grey. No defects or issues observed. The needle hub color was changed in order to be compliant to iso 6009 standards. Physical sample is required to analyze the clogged needle issue. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Incoming inspection records were verified. All inspections were executed at incoming inspection and results meet expected characteristic. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The 27g spinal needles, cod.: 405159, lot: 4137838, do not comply with the established technical specifications. Specifically, at the time of performing the visual inspection test, it was observed that the needles present a discrepancy in the color of the hub of the stylet, being this of opaque gray color, attached image of the above mentioned. At the same time, while performing the compatibility test with the introducer, we detected that it presents some resistance to the passage. The inspection control is carried out by sampling, so I cannot specify the exit. Check spelling. E number of units that have the defect of the resistance to the passage through the introducer. The number of units that entered, and that do have the opaque hub, is (B)(4) f. Additional information received on 08 jul 2024: thirteen units were sampled. We used iram 15, inspection by attribute (reduced sampling). We have a sample that we took as a pattern for the control method.